Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. It was reported that device will not be returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a rotator cuff repair procedure, as the surgeon grasped the cuff with the scorpion and fired the ar-13995n, multifire scorpion needle, the needle did not fire through the tissue or through trap door properly. The surgeon then pulled the scorpion out of the shoulder and partially fired the needle. After partially firing the scorpion, it was discovered that the tip of the ar-13995n had broken off. The surgeon looked extensively for the needle tip, but the broken fragment was unable to be found. X-rays were taken on the operating table, and the needle tip was discovered to be lodged in the rotator cuff tissue. The surgeon attempted to search for the tip once more, but no avail. The rep confirmed that the tip of the needle remains in the patient. A replacement ar-13995n of the same lot number was opened and used to complete the procedure.